Event description:
It was reported that during percutaneous coronary intervention, a shaft break occurred. Access was obtained via radial artery. The 95% stenosed and 18mm long with a reference vessel diameter of 2.25mm target lesion was located in the left circumflex artery. As the physician advanced a 2.50x20mm promus element drug-eluting stent, the device was bent on the proximal shaft. As they tried to straighten the shaft, it broke into 2 pieces. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the hypotube is broken at two locations. The most proximal break site is at approximately 19 cm from the distal end of the strain relief. The most distal break site is at approximately 64 cm from the distal end of the strain relief. The hypotube is furthermore severely kinked along the full length. A shaft kink was noted at the guidewire exit port. No issues were noted with the crimped stent, tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, a shaft break occurred. Access was obtained via radial artery. The 95% stenosed and 18mm long with a reference vessel diameter of 2.25mm target lesion was located in the left circumflex artery. As the physician advanced a 2.50x20mm promus element drug-eluting stent, the device was bent on the proximal shaft. As they tried to straighten the shaft, it broke into 2 pieces. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).